Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Moisture ingress in the sterile pouch tends to indicate sterile barrier breach. The supplier investigation showed that the failure mode observed could not be reproduced. The root cause of the reported event could not be determined.

Manufacturer narrative:
The customer returned 10 individually packaged bkt-506 devices and reported that 3 of 10 devices had a fluid inside the sealed, sterile, pouches. All 10 devices were inspected several times and no fluid inside any of the pouches was observed. Although, previous photo images provided by the customer appeared to show moisture in the package. All 10 packages also appeared intact and still remain sealed. The devices inside each of the sealed pouches are also intact and do not appear to be broken. The cause of the reported fluid could not be determined as no fluid was observed in the packaging during the evaluation.

Event description:
The service was informed that upon receipt the sterility of three devices were found to be compromised, as fluid was noted inside the sterile packaging. The user facility reported that there was no damage was noted on the outer packaging. The devices were not use on a patient; therefore, no patient injury was reported. This is 1 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM performed an investigation into the liquid inside the packages and provided their findings. The OEM performed a visual inspection on the 10 returned products and none of them had liquid inside the packaging. Pictures were provided of each returned product for verification of no fluid being inside the packaging. Results of the test concluded that both the water and the alcohol completely dissolved within 24 hours. Due to these results, it was not possible to duplicate the same failure mode under the normal process. A DHR review has been performed; no issues (ncrs or deviations) within the manufacturing process have been indicated which might explain the failures observed.